Event description:
It was reported that the impedance continued to decrease since the 2006 changeout, down from 464 ohms at implant to 200 today. Possible lead insulation failure was discussed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.